Event description:
The pt was admitted with complaints that could be attributed to shunt dysfunction. There was csf around the shunt and on revision it appeared that the bottom of the valve was broken. It was replaced. Through the parents the hospital learned that the child had fallen some days earlier, presumably with the side of the head where the valve was placed against the ground. After replacement of the valve she made an uneventful recovery.